Event description:
Boston scientific crm received info that this atrial lead caused a perforation/pericardial effusion/tamponade treated with pericardial drain/pericardial centesis and noradrenline effusion. The lead remains implanted. Slight increase in atrial thresholds otherwise all measurements normal. Will monitor pt status.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the analysis is based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. Review of the quality documents showed a regular manufacturing process.